Manufacturer narrative:
(B)(4). Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. A33 alarm during prime/a33 test due to faulty fsr (g). Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was around 200 mg/dl and 300 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.